Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod. When removed from the infusion site, the pod's cannula was found bent.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Inspection of the cannula assembly found it to be damaged. The exposed portion was kinked and torn. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there no struggle in delivering insulin. It could not be determined when the cannula was damaged.